Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
(B)(6). The blade broke during use.

Manufacturer narrative:
(B)(4). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. New information: with new investigation information making the complaint not reportable. MDR is now reportable "yes" to "no".

Event description:
Country of complaint: (B)(4). The blade broke during use.